Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the issue remotely with the help of hospital biomedical engineer. As a part of troubleshooting process, the m-cabinet and emergency stop buttons were checked, with no abnormalities found. Also checked the house voltage which was stable (green). No failures were detected during the troubleshooting. The onsite work order was cancelled as the system started normally and no malfunction was identified. The rse later confirmed that the customer had performed basement renovation work and had forgotten to reconnect the system to the power supply. After the occurrence, it was verified that the system was functioning correctly. No further action was performed, and the system was working in good condition. To date, there has been no recurrence of this issue reported from the customer. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Investigation has confirmed that the reported boot up issue was related to hospital's electrical system, and that there was no malfunction of the philips system. Since the philips system has not malfunctioned, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcomes.